Event description:
On (B)(6) 2009, a customer contacted bio-rad laboratories technical support department with a concern regarding a (B)(6) pt test result for (B)(6). The customer reported that the pt is a (B)(6) female (B)(6) who was diagnosed (B)(6) ago with (B)(6). The customer stated that when testing the pt sample using (B)(6), lot number 324cbb, the result was (B)(6). The customer also tested the pt sample using (B)(6), lot number 956713, and the pt result was (B)(6). Viral load testing was also performed on the pt sample, with a result of (B)(6). Bio-rad laboratories technical support requested the customer send a pt sample to bio-rad product support laboratory for investigational testing. The pt sample was rec'd by the product support laboratory on (B)(6) 2009. The results of bio-rad product support laboratory testing of the sample area as follows: (B)(6) (lot 960383) - (B)(6). (B)(6) (lot 007dbb) - (B)(6). (B)(6) (lot 960733) - (B)(6). (B)(6) (lot 040daa) - (B)(6). In addition, bio-rad tested the sample on (B)(6), which was also (B)(6), and on (B)(6), which was (B)(6). The pt sample was sent to an outside laboratory (B)(6) by bio-rad for further testing using another MFR's (B)(6). On (B)(6) 2009, product support rec'd (B)(6) test results from the (B)(6).

Manufacturer narrative:
As documented in the literature, results of (B)(6) have been reported (B)(6) in persons with (B)(6) in rare situations. Infection with a highly (B)(6) could be responsible for failure to detect the antibody. However, results may also be (B)(6) in rare cases of (B)(6). The latter cases most likely occur due to very high viral load in the pt and antigen excess, resulting in low levels of detectable free antibody in the serum. Further data are needed to determine which explanation is more likely for the pt described above. Bio rad has requested another sample for further investigational testing. If there is add'l info obtained after bio-rad laboratories product support completes the testing, medwatch form FDA 3500a will be updated and submitted. The customer reports that the pt is currently undergoing treatment and that the viral load has dropped significantly.